Event description:
It was reported that the needle does not retract completely into the safety chamber. On 7/12 a team member had it occur in training and was told to just remove the entire line. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.